Event description:
It is reported that the pt underwent hip revision for polyethylene exchange due to infection and dislocation.

Manufacturer narrative:
Information was rec'd from a health professional who is not required to complete form 3500a. Evaluation summary: at the time of revision, the liner had been in vivo for approx (B)(6). The sterilization process for all devices produced at zimmer are validated in accordance with (B)(4) and (B)(4) to a sterility assurance level (sal) of 1.0 x 10 (-6) or better, and are processed according to the validated sterilization process parameters and must meet all the acceptance criteria before sterility release. Therefore, it is highly unlikely that the specified device caused or contributed to any pt infection. The condition of the liner is unk. Surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. There is insufficient information to determine the root cause of the dislocation. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be rec'd, the complaint will be reopened. Zimmer, inc considers the investigation closed.